Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) device indicated that the iab loop was leaking during use, and the automatic inflation was faulty. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to fix the issue, the fse replaced the drive manifold. All functional and safety checks were performed to meet factory specifications and the unit was returned to the customer and cleared for clinical use.